Manufacturer narrative:
(B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. DHR review ¿ manufacturing location: (B)(4). Manufacturing date: 18. Nov. 2014. Expiry date: 01. Nov. 2024. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a nail was found broken at the most proximal hole of the distal transverse location 2 months postoperatively. The initial procedure was an open reduction internal fixation for a tibial diaphyseal fracture on (B)(6) 2015. A revision surgery was performed on (B)(6) 2015 to extract the broken nail and add fixation to the plate without replacing the broken nail with a new one. According to the surgeon, the patient had pith cavity due to a fracture which the patient experienced during their childhood. The surgeon commented the incompatibility between implant and patient's pith cavity produced stress concentration to the nail and was being likely to result in nail breakage. During the revision surgery, there was a 120 minute surgical delay for an unknown reason. This complaint addresses the revision surgery; the surgical delay is reported under (B)(4). This is report 1 of 2 for (B)(4).